Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During procedure, it was noted that on the 1st inflation at 6 atmospheres the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to severely damaged midshaft. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. The midshaft was severely kinked, stretched and twisted along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 10/3.50 flextome cutting balloon catheter was selected to treat the lesion. During procedure, it was noted that on the 1st inflation at 6 atmospheres the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. There were no patient complications reported and the patient's status was good.